Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A malfunction part of the subject device where is the video connector unit was returned to olympus medical systems corp. (Omsc) for investigation. Omsc investigated the subject device and confirmed that the video connector unit failure with video connector pins were bent. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation, the reported phenomenon which the subject device has been not detected the camera head (otv-s7proh series roh-hd) connected to the subject device might have been highly possible that the user connected the video connector from a diagonal direction, or an external force was unexpectedly applied. Moreover, since it has been almost five years since the subject device was manufactured, it might have been occurred due to normal deterioration of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon. It was found that the damage of the video connector socket of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not detected the camera head (otv-s7proh series) connected to the subject device at the unspecified timing. There was no report of patient injury associated with this event.